Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of lactated ringer's solution via gravity flow. The pt was reported to be lying on a surgical transport cart in the preoperative area. The nurse reported that after the bed rail of the cart was raised, the tubing set was "lightly pulled against" the cart and the tubing separated from the middle clave y-site. It was reported that approx 3ml of blood back was noted in the tubing. The nurse clamped the tubing with the slide clamp. The tubing set was replaced and the therapy effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.